Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material at the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the returned device found the colonovideoscope exhibited foreign material at the air/water tube during evaluation; however; this was incorrectly reported as there was no issue with foreign material. The device evaluation found kink and tear marks on the device channel. Per the legal manufacturer, kink and tear marks on the device channel is not likely to cause or contribute to death or serious injury if the malfunction were to recur.